Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file submitted by the account confirmed pump stop events while supported by the mobile power unit. Based on heartmate ii complaint history and similar reported events, the data captured in the submitted log file is consistent with a potential driveline issue; however, a specific cause could not conclusively be determined through this evaluation as no product was returned for evaluation. The submitted log files were reviewed and contained data from 16feb2021 to 16mar2021. A pump stop event was captured on 03mar2021 while the device was supported by the mobile power unit. This stop resulted in corresponding motor stopped, low speed hazard, and low flow hazard alarms. The pump ramped back up to the set speed following this event, and there were no other notable findings within the log file. X-rays of the patient's driveline were taken and were unremarkable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21jul2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was alarming for pump off and low speed advisory events while connected to the mobile power unit (mpu). The patient recalled the alarm, but by the time they looked at their controller the alarm was gone. Technical services (ts) reviewed the log file and observed 2 pump stops and 2 low speed advisories on (B)(6) 2021. Speed drops were as low as 0rpm. Ts explained that this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected a mpu. In order to prevent further interruption in support, ts explained that it may be beneficial to keep the vad connected to battery power until further investigation is completed. In order to identify a possible location of where the compromise in the lead is, x-rays would be needed. The customer provided x-rays, which were interpreted by ts. Ts explained that the external image was unremarkable, but the internal images showed a small loop near the outflow which could stress the driveline. Additional information communicated on (B)(6) 2021 reported that the patient was now stable at home. The patient was sent home on a power module with an ungrounded cable. The plan of care was to evaluate for potential heart transplant listing. No other interventions were performed.